Event description:
Device 5 of 5. Ref. MFR. Reports # 1627487-2014-20307, 20308, 20309, 20310. It was reported the pt experienced ineffective stimulation. In turn, the pt stopped using her scs system and did not charge the ipg for about 8 months. The sjm representative confirmed the ipg was unable to communicate with external devices. As a result, the scs system was explanted. The pt received two occipital leads (off-label) of model # 3166 and two supra-orbital leads (off-label) of model # 3169.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.